Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On (B)(6) 2009, the patient had essure inserted (intra-uterine). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (in 2010, plaintiff underwent a partial hysterectomy and salpingectomy). Essure was removed in 2010. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, migraine, allergy to metals, alopecia, vaginal discharge and procedural pain had resolved. The pregnancy outcome was not reported. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, migraine, pregnancy with contraceptive device, procedural pain and vaginal discharge to be related to essure. The reporter commented: plaintiff became pregnant twice, with one pregnancy resulting in an abortion (captured in a separate report). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirming full occlusion. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation of product technical complaints. Company causality comment: this litigation report refers to an unspecified aged female plaintiff who had essure ( fallopian tube occlusion insert) insertion on (B)(6) 2009 and reported adverse events including perforation of the fallopian tubes and pregnancy. The plaintiff underwent hysterectomy and salpingectomy in 2010. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient noncompliance which included failure to return for the essure confirmation test to confirm device location. In addition, if essure perforation occurs its contraceptive effect may be compromised. In this case, patient had full occlusion confirmed at hysterosalpingogram but a fallopian tube perforation was also reported. This perforation may have been a contributory role in the reported device failure (pregnancy). The case was classified as incident due to reported surgery. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However, a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes/perforation (fallopian tube(s)") and ectopic pregnancy with contraceptive device ("pregnant/pregnancy (ectopic)") in a 29-year-old female patient (gravida 5, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 and cesarean section (((B)(4)1995, (B)(4)1998, (B)(4)2008)). Concomitant products included clindamycin since (B)(4) 2009. On (B)(4)2008, the patient had essure inserted. On (B)(4)2008, 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. In september 2009, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), headache ("headaches") and pelvic pain ("pain"). On (B)(4) 2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced allergy to metals ("nickel allergy"), alopecia ("hair loss"), procedural pain ("painful post-operative recovery"), back pain ("back pain") and uterine pain ("uterus pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (in 2010, plantiff underwent a partial hysterectomy and bilateral salpingectomy) and surgery (in 2010, plantiff underwent a partial hysterectomy and bilateral salpingectomy). Essure was removed on (B)(4)2010. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, migraine, allergy to metals, alopecia, vaginal discharge and procedural pain had resolved and the ectopic pregnancy with contraceptive device, headache, pelvic pain, back pain and uterine pain outcome was unknown. The reporter considered allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, headache, migraine, pelvic pain, procedural pain, uterine pain and vaginal discharge to be related to essure. The reporter commented: plaintiff became pregnant twice, with one pregnancy resulting in an abortion (captured in a separate report). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2009: confirming full occlusion essure confirmation test revealed the right adnexa was notable for the presence of a hyperechoic linear structure, consistent with history of essure device placement. Essure device was in place. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However,a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(4)2018: new events added- headaches, pain, back pain and uterus pain. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes/perforation (fallopian tube(s)/"), ectopic pregnancy with contraceptive device ("pregnant/pregnancy (ectopic)") and device expulsion ("metallic device in my uterus/ metallic device found in uterus, patient was told that device is from prior essure procedure") in a 29-year-old female patient (gravida 5, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3, cesarean section (((B)(6) 1995, ((B)(6) 1998, ((B)(6) 2008)), abdominal cramps and cholelithiasis. Concurrent conditions included rash, drug allergy, depression, obesity, eczema, contact dermatitis, seborrheic dermatitis, hemorrhoids, nicotine abuse, vaginitis, vulvovaginitis and urogenital trichomoniasis. Concomitant products included clindamycin since ((B)(6) 2009. On ((B)(6) 2008, the patient had essure inserted. On ((B)(6) 2008, 3 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. In ((B)(6) 2009, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraines"), vaginal discharge ("irregular vaginal discharge/vaginal discharge"), headache ("headaches") and pelvic pain ("pain"). On ((B)(6)2010, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), allergy to metals ("nickel allergy"), alopecia ("hair loss"), procedural pain ("painful post-operative recovery"), back pain ("back pain") and uterine pain ("uterus pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (in ((B)(6) 2010, plaintiff underwent a partial hysterectomy and bilateral salpingectomy) and surgery (in 2010, plaintiff underwent a partial hysterectomy and bilateral salpingectomy). Essure was removed on ((B)(6) 2010. At the time of the report, the fallopian tube perforation, dysmenorrhoea, dyspareunia, migraine, allergy to metals, alopecia, vaginal discharge and procedural pain had resolved and the ectopic pregnancy with contraceptive device, device expulsion, headache, pelvic pain, back pain and uterine pain outcome was unknown. The reporter provided no causality assessment for device expulsion with essure. The reporter considered allergy to metals, alopecia, back pain, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, fallopian tube perforation, headache, migraine, pelvic pain, procedural pain, uterine pain and vaginal discharge to be related to essure. The reporter commented: plaintiff became pregnant twice, with one pregnancy resulting in an abortion (captured in a separate report). Easy placement was noted in right ostia. At that point, there were approximately three coils in the cavity. Proper placement on left ostia was noted. Approximately eight coils were noted in the uterine cavity at the completion of the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on ((B)(6) 2009: dna test positive hysterosalpingogram - in ((B)(6) 2009: confirming full occlusion pregnancy test - on ((B)(6) 2010: positive essure confirmation test revealed the right adnexa was notable for the presence of a hyperechoic linear structure, consistent with history of essure device placement. Essure device was in place. On ((B)(6) 2011, CT pelvis metallic device in the uterine/corneal region. Probably related to the prior right salpingectomy. Alternately, if this is an iud, it is in an abnormal position. Small free fluid in pelvis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion. Confirmed ectopic pregnancy with contraceptive device. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. However,a lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 1-mar-2018: medical records received. Reporter, concomitant disease and historical conditions were added. Event added per mr: metallic device in my uterus/ metallic device found in uterus, patient was told that device is from prior essure procedure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of the fallopian tubes") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), migraine ("migraines"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), vaginal discharge ("irregular vaginal discharge") and procedural pain ("painful post-operative recovery"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (in 2010, plaintiff underwent a partial hysterectomy and salpingectomy). Essure was removed in 2010. At the time of the report, the fallopian tube perforation, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, migraine, allergy to metals, alopecia, vaginal discharge and procedural pain had resolved. The pregnancy outcome was not reported. The reporter considered allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fallopian tube perforation, migraine, pregnancy with contraceptive device, procedural pain and vaginal discharge to be related to essure. The reporter commented: plaintiff became pregnant twice, with one pregnancy resulting in an abortion (captured in a separate report). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: confirming full occlusion. Company causality comment: this litigation report refers to an unspecified aged female plaintiff who had essure ( fallopian tube occlusion insert) insertion on (B)(6) 2009 and reported adverse events including perforation of the fallopian tubes and pregnancy. The plaintiff underwent hysterectomy and salpingectomy in 2010. Unintended pregnancies may occur during any contraceptive use and have been reported in women with essure micro-inserts in place. Some of these pregnancies occurred due to patient noncompliance which included failure to return for the essure confirmation test to confirm device location. In addition, if essure perforation occurs its contraceptive effect may be compromised. In this case, patient had full occlusion confirmed at hysterosalpingogram but a fallopian tube perforation was also reported. This perforation may have been a contributory role in the reported device failure (pregnancy). The case was classified as incident due to reported surgery. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.